Event description:
On may 27, 2008, it was reported to boston scientific corporation that an electrocautery procedure was attempted using an endostat ii electrosurgical generator on event day(patient gender, age, and weight are unknown). According to the complainant, "no power during case while attempting to cauterize." "...when the foot pedal is depressed, [an] audio alarm can still be heard, but the unit does not ablate." The procedure was a second electrosurgical generator. No patient complications were reported as a result of the event.

Manufacturer narrative:
The MFR date of the device is unknown. The electrosurgical generator unit has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.